Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial biopsy, the biopsy needle was not tracking. A different second needle was used to complete the procedure. The second needle tracked to a point where the surgeon could finish the case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.